Event description:
It was reported that the procedure was to treat a heavily tortuous, 80% stenosed lesion in the left anterior descending (lad) artery. A 3.5x28mm xience skypoint drug eluting stent (des) was advanced with strong resistance from the guide wire and implanted without issue in the lad. A 4x15mm nc trek balloon dilatation catheter (bdc) was then advanced over the bmw universal ii guide wire (gw) with resistance met between the gw and bdc. The bdc was inflated one time to 14 atmospheres (atm) but was noted as difficult to deflate and only partially deflated after several attempts. During removal, resistance was met with the implanted skypoint stent. The physician pulled on the bdc until it came out of the anatomy partially deflated. The bmw guide wire was also removed from the anatomy and replaced with a non-abbott guide wire. A 4.5x12mm nc trek bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The distal portion of the device was returned for analysis. The proximal portion including the hub of the device was discarded. The reported difficult to advance and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. The reported deflation problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that the guide wire was compromised (kinked, bent) in the heavily tortuous and 80% stenosed anatomy such that advancement of the device over the compromised guide wire resulted in the reported difficult to advance; however, this cannot be confirmed. Further manipulation of the device over the compromised guide wire possibly compromised the inflation/deflation lumen of the device resulting in the reported deflation problem; however, due to the condition of the returned device this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance and deflation problem; cannot be determined. Interactions with the implanted skypoint stent likely resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.